Manufacturer narrative:
.

Event description:
Related manufacturer reference number: 2017865-2020-17576. Related manufacturer reference number: 2017865-2020-17571. Related manufacturer reference number: 2017865-2020-17573. Related manufacturer reference number: 2017865-2020-17574. It was reported that the patient presented to the clinic for a follow up with an apparent pocket infection. It was noted that the patient developed a hematoma shortly after implant on 10 aug 2018. The hematoma was address via pocket revision, however the site did not heal properly and the patient developed a pocket infection. While explanting the patient's system, the physician noted all three leads had vegetation present and the atrial lead showed signs of calcification. The system was successfully explanted. The patient was stable throughout.

Manufacturer narrative:
The reported field event of device cause infection was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17571. Related manufacturer reference number: 2017865-2020-17573. Related manufacturer reference number: 2017865-2020-17574. It was reported that the patient presented to the clinic for a follow up with an apparent pocket infection. While explanting the patient's system, the physician noted all three leads had vegetation present and the atrial lead showed signs of calcification. The system was successfully explanted. The patient was stable throughout.